Manufacturer narrative:
Additional information and corrected data: new information received indicated that the suspect product serial number (sn) is (B)(6). Therefore, this supplemental filing is to update the following fields per new information received: section d4: model number: zct150. Section d4: catalog number: zct1500235. Section d4: serial number: (B)(6). Section d4: expiration date: 30 jan 2025. Section d4: UDI number: (B)(4). Section h4: device manufacture date: 29 jan 2021 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 09 dec 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed and revealed that the complaint pouch was open; however, the reminisce of the heat seal was observed to be present on the pouch. The complaint issue "sterility assurance concern" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. : initial reporter first & last name: information unknown/not provided. Email address: unknown/not provided, as information was asked but not provided. Telephone number: unknown, information not provided. It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device was performed and shows that the units were released within specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after opening the iol box, it was found that the inner iol pouch was opened. No further information available.